Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the headset connector of the infusion set was defective and broke into 2 pieces. The plastic head-set/connector of the infusion set detached from the plaster, however the adhesive patch remained attached to the customer's body.